Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the closure failed with a 5f mynx control vascular closure device (vcd). The device was removed, and manual compression was performed to achieve hemostasis. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There was no damage to the button and the button was depress. The deployer has experienced training with the mynx device. Additional event details were requested; however, not provided. The device was returned for evaluation.